Event description:
Md using an articulating endoscopic linear cutter. Per staff report, the stapler was clamped, the staples fired, and the cutter run. Then the stapler would not open, causing the tissue to be caught in the stapler. After multiple attempts to open the stapler, it opened and released the tissue. Following this, the md was not confident the staples were adequately placed, and a decision was made to over-sew the staple line.